Manufacturer narrative:
Reliability analysis inspected 1 opened/used enlite sensor and performed bbs solution test per dop (B)(4) and sensor failed per specifications. No isig readings detected. Checked lab transmitter for proper use and operation using tool t7706 and transmitter passed per specifications.

Event description:
The customer reported via phone call that the insulin pump went into threshold suspend with a blood glucose level of 144 mg/dl and a sensor glucose level of 44 mg/dl. The customer was advised that the sensor would be replaced and agreed to return the product for analysis.